Manufacturer narrative:
All buttons functioned properly. No damage on the keypad traces were noted during visual inspection. The pump was also received with minor scratches on the lcd window and a cracked reservoir tube lip. The keypad connector on the lcd was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the act button was working intermittently. The customer's blood glucose was 101 mg/dl at the time of incident. The customer's blood glucose was 527 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.